Manufacturer narrative:
E1 address: full name -customer facility/hospital name: (B)(6). The device was returned to olympus for evaluation and the customer's allegation was confirmed. Device evaluation found water immersion near the electrical contacts of the video connector, and damage was found near the electrical contacts of the video connector. Based on the results of the investigation, it is likely that the following led to the malfunction: it is possible that the ccd was damaged, resulting in the occurrence of the white flaws and the damage near the video connector-electrical contact area is presumed to have prevented watertightness, allowing moisture to enter and lead to flooding. A definitive root cause cannot be identified. DHR review was conducted on the current product, and no problem was found. Per instructions for use (IFU ), it states: if an abnormality occurs in the endoscopic image or function and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may injure the patient or cause bleeding or perforation. "For safe use_handling and general precautions": ·if the electrical contacts of the video connector are bumped, the video connector may be damaged. Do not bump or bend the electrical contacts of the video connector. Doing so may prevent connection to the video system center or cause a poor connection. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the subject device had dead pixel. The issue was found during maintenance inspection. There is no patient involvement on this reported event.